Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt went to charge the implantable neurostimulator (ins) this morning and found the recharger and controller were getting "hot, not warm but hot and it was uncomfortable against my body". They said controller port looks "not quite gold, and not shiny its dull" but doesn't hear rattling inside of it. The recharger has no damage on it. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6).] Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.